Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; encoder flex is out of specification (atrial knob inoperative). Analysis also found both bail covers and the battery drawer are broken. The ring is bent.

Event description:
It was reported that the atrial output cannot be adjusted on the external pulse generator (epg). The knob will not change the setting. The epg was returned for repair. There was no patient involvement.